Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left -side. Device remains implanted.

Event description:
Healthcare professional reported "deflation". This record is for the left -side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 2258751. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 rev: 7.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid/blood leak. Device evaluation: the device related to the reported event deflation was received on august 25, 2025 with lot number 2258751. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.